Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 8/23/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection was performed to the unit zxr00 returned. The following were the observations: viscoelastic residues were in the lens surface (handled; implanted/explanted). The two (2) haptics were complete with no defects. There was migraine reported, a the complaint issue with the lens could not be verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process since there are no damages identified a product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed no additional investigation requests received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00 +21.0 diopter) was explanted from patient¿s right eye who had bilateral implant. Reportedly patient was suffering from constant migraine since this lens was implanted. Lens from another manufacturer was used as replacement lens for the patient. No further information provided.